Manufacturer narrative:
The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. The ticket search by lot indicates that the reagent lots performed as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. The device history record review on lot 58166ud00 did not show any deviations or non-conformances associated with the complaint issue. The overall performance of alinity I tsh reagent was reviewed using worldwide field data. The median population result for the complaint lot are within established limits, indicating that the lot are performing acceptably in the field. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay for lot number 58166ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I tsh results for a patient that has a diagnosis of graves¿ disease, trab positive, and is taking mercazole 5mg daily. The following results were provided: sid (B)(6) tsh result = <0.0083 iu/ml, repeat result = 0.0086 iu/ml. Patient¿s previous tsh results: (B)(6) tsh 0.065 iu/ml, (B)(6) tsh 0.416 iu/ml, (B)(6) tsh 3.189 iu/ml. Additional lab data provided: free t4 result = 1.41 ng/ml ¿ result was normal free t3 result is elevated, however, no specific data provided no impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I tsh results for a patient that has a diagnosis of graves¿ disease, trab positive, and is taking mercazole 5mg daily. The following results were provided: sid (B)(6) tsh result = <0.0083 iu/ml, repeat result = 0.0086 iu/ml patient¿s previous tsh results: august tsh 0.065 iu/ml, may tsh 0.416 iu/ml, february tsh 3.189 iu/ml. Additional lab data provided: free t4 result = 1.41 ng/ml ¿ result was normal. Free t3 result is elevated, however, no specific data provided. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.